Manufacturer narrative:
Sanofi company comment dated (B)(6) 2018.follow up information received does not change previous case assessment. Patient underwent partial knee replacement after receiving synvisc one. A significant temporal relationship can not be established and causal role of suspect product can not be assessed. Case will be re-evaluated post further update on patients medical history, concurrent conditions, concomitant conditions past drugs, suspect drug details and event details.

Event description:
Partial knee replacement [joint replacement] more pain [pain worsened] case narrative: this case is cross referenced with case ID (B)(4). Initial information received on 30-may-2018 from united states regarding an unsolicited valid serious case received from patient (patient's husband) this case involves a 73 years old female patient who experienced partial knee replacement (latency: few years) and more pain (latency: unknown) after receiving synvisc-one injection and cortisone. The past medical history, medical treatment(s), vaccination(s) and family history of the patient were not provided. On an unknown date, the patient received intra-articular injection of synvisc-one (dose, frequency and batch number: unknown) for knee pain. On an unknown date, the patient underwent partial knee replacement (latency: few years). It was reported that the patient received synvisc for 4-5 years. On an unknown date in may-2018, patient reported that she received cortisone shots (dose, frequency and indication: unknown) in both knees 2 weeks ago and is in more pain (latency: unknown) than before the shots. The patient reported that she has been using synvisc one for many years every six months with cortisone in between. It was not reported if the patient received a corrective treatment. Seriousness criterion: medically significant. Outcome: unknown . A product technical complaint was initiated on (B)(6) 2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The reporter stated that synvisc-one resulted in partial knee replacement. The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information received on 30-may-2018 and 07-jun-2018 processed together with clock start date of 30-may-2018. Investigation summary received and ptc results added. Event of more pain added with details. Cortisone added as co-suspect. Clinical course updated. Text amended accordingly. Follow up information was received on 04-sep-2018. No new information received. Follow up information was received on 10-oct-2018. No significant information received. Upon internal review on 27-nov-2018, the reporter causality was updated from not reported to related. Clinical course was updated and text was amended accordingly. Upon internal review on 09-jan-2019 processed with clock start date of 30-may-2018 the malfunction field previously captured as yes was removed

Event description:
Partial knee replacement (joint replacement). More pain (pain worsened). Case narrative: this case is cross referenced with case ID (B)(4). Initial information received on (B)(6) 2018 from united states regarding an unsolicited valid serious case received from consumer (patients husband). This case involves a (B)(6) years old female patient who experienced partial knee replacement (latency: few years) and more pain (latency: unknown) after receiving synvisc-one injection and cortisone. The past medical history, medical treatment(s), vaccination(s) and family history of the patient were not provided. On an unknown date, the patient received intra-articular injection of synvisc-one (dose, frequency and batch number: unknown) for knee pain. On an unknown date, the patient underwent partial knee replacement (latency: few years). It was reported that the patient received synvisc for 4-5 years. On an unknown date in (B)(6) 2018, patient reported that she received cortisone shots (dose, frequency and indication: unknown) in both knees 2 weeks ago and is in more pain (latency: unknown) than before the shots. The patient reported that she has been using synvisc one for many years every six months with cortisone in between. It was not reported if the patient received a corrective treatment. Seriousness criterion: medically significant. Outcome: unknown. A product technical complaint was initiated on 07-jun-2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The reporter stated that synvisc-one resulted in partial knee replacement. The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information received on (B)(6) 2018 and (B)(6) 2018 processed together with clock start date of (B)(6) 2018. Investigation summary received and ptc results added. Event of more pain added with details. Cortisone added as co-suspect. Clinical course updated. Text amended accordingly. Follow up information was received on 04-sep-2018. No new information received. Follow up information was received on 10-oct-2018. No significant information received. Upon internal review on 27-nov-2018, the reporter causality was updated from not reported to related. Clinical course was updated and text was amended accordingly.